Event description:
It was reported that the right ventricular lead exhibited high impedance, high capture thresholds, and failure to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, r-wave amplitude, and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x - ray inspection of the lead did not find any anomalies with the exception of procedural damage.